Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence as there was fluid loss from a leak in the cuff. A new artificial urinary sphincter consisting of a 4.5cm cuff, pump, and balloon were implanted.